Event description:
The customer reported the system displayed a precharge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the battery charger needed to be replaced. The customer declined to have the system repaired.